Manufacturer narrative:
The subject device has not been returned to olympus because the user facility is planning additional microbiological test for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during surveillance culturing test by the facility, the subject device tested positive for unspecified bacteria (number and type of bacteria were not informed). Other detailed information was not provided from the user facility but there was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus (B)(4) followed up with the user facility to obtain additional information. The user facility informed that the subject device repeatedly tested positive for following bacteria during surveillance culturing tests by the user facility. On (B)(4) 2018, the air/water channel tested positive for e.coli and the instrument channel tested positive for aerococcus viridans. (The testing result indicated no microbial growth for the distal end. ) on (B)(4) 2018, the air/water and instrument channels tested positive for candida spp. On (B)(4) 2018, the instrument channel and the distal end tested positive for candida spp. (The testing result indicated no microbial growth for the distal end.) It was also informed that the test results indicated no microbial growth for the air/water channel. On (B)(4) 2018, (B)(4) was informed that the user facility conducted additional culturing test after reprocessing of the subject device and the testing result indicated no microbial growth for the subject device. The subject device was not returned to olympus. The exact cause could not be determined.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".